Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. The complaint was not confirmed. However, based on similar complaints, the rotator can separate at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. Complaint data base was reviewed and found one similar complaint for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Complaint data will be monitored to verify effectiveness of corrective actions taken. Eval, method: eval based off of similar complaints, device history record was reviewed, complaint data base was reviewed.

Event description:
The rotator of the h3rrc broke during a left ventriculogram. Flow rate - 5ml/sec, volume 20cc. No harm or injury was reported.